Event description:
The device was returned to a third party service center for evaluation. During evaluation of the device, foam particles were observed in the device assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.